Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil found in uterus') in an adult female patient who had essure (batch no. 627738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the excess coil in uterus on (B)(6) 2010). At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, tooth disorder, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: postoperative review of x-ray showed 2 essure devices in the right tube and one in the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number: 627738 manufacturing date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil found in uterus') in an adult female patient who had essure (batch no. 627738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the excess coil in uterus on (B)(6) 2010). At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, tooth disorder, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: postoperative review of x-ray showed 2 essure devices in the right tube and one in the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received. Lot number was added. New event added: essure coil found in uterus. Seriousness criteria removed for event genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.